Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor displayed a "the detected module configuration has been changed" error message. No other details regarding the nature of the event were provided. The user reported there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.